Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced bent cannula infusion set event on (B)(6) 2026. Due to bent cannula patient experienced elevated blood glucose level reaching 462 mg/dl and 5 units of insulin were taken. The patient was sent to clinical management team. The patient reported symptoms including thirst and was found to have moderate/trace ketones. No further information available.